Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the reported noise could not be determined.

Event description:
It was reported that patient presented to the clinic after receiving an alert. Episodes of noise were observed through merlin.net transmissions. Noise was not reproduced. It was undetermined which device contributed to the noise, both ICD and lead were explanted.